Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR.: synergy ous, mr, 2.75x28mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found the first proximal stent row was damaged with stent struts lifted and pulled distally. The undamaged stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. A visual examination of the balloon cones was performed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 180 mm distal from the distal end of the strain relief. There were also multiple kinks along several locations of the hypotube shaft. A visual and tactile examination found no issue with the sahft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion ws located in the severely tortuous and severely calcified mid right coronary artery. Following pre-dilatation, a 2.75 x 28mm synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage and hypotube break.